Manufacturer narrative:
The lot number and catalog number is unknown; if received it will be provided. Without a lot number, device history record (DHR) review cannot be conducted. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted and perforated. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records state that the indication for filter placement was prophylactic due to motor vehicle collision (mvc), immobility and bilateral femoral fractures. The filter was deployed via the patient's right common femoral vein. The filter was placed under fluoroscopic guidance. It was placed into the infrarenal area of the inferior vena cava. Approximately nine years and eight months after the index procedure a multichannel abdominal computed tomography (CT) scan was performed. The filter was in place. The cranial tip of the filter was 1.5 cm caudad to the renal vein ostia. There is some slight ventral tilting of the filter as it progresses craniad. The craniad and caudal tips contact the anterior and posterior walls of the inferior vena cava respectively without causing deformity of the caval walls. The two left lateral struts each project 4 mm outside the wall of the inferior vena cava and were in close approximation with the right lateral wall of the infrarenal abdominal aorta. This degree of the displacement of the struts beyond the margin of the vena cava can be seen with caval perforation. Some small calcifications within the inferior vena cava within the filter could represent partially calcified thrombus. The abdominal aorta was normal in diameter.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart, fear and anxiety. The patient became aware of the reported events approximately nine years and eight months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation. The patient reported becoming aware of tilt, perforation and migration of entire filter other than to the heart approximately nine years and eight months post implant. The patient also reported fear and anxiety related to the filter. According to the medical records the indication for the filter placement was prophylactically due to immobility as a result of bilateral femoral fractures. The filter was placed via the right common femoral vein and deployed under fluoroscopic guidance in the infrarenal inferior vena cava ivc). Approximately nine years and eight months post implant a multichannel abdominal computed tomography (CT) scan was performed. The cranial tip of the filter was 1.5 cm caudad to the renal vein ostia. There is some slight ventral tilting of the filter as it progresses craniad. The two left lateral struts each project 4 mm outside the wall of the ivc and were in close approximation with the right lateral wall of the infrarenal abdominal aorta. Some small calcifications within the ivc within the filter could represent partially calcified thrombus. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no post implant images available for review the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination and does not represent a device malfunction, but may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.